Event description:
It was reported that an external fluid leak was observed from a revaclear 500 during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any product abnormality that could have contributed to the reported leakage. Functional leak testing was performed of both the dialysate and blood sides of the device, and no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.